Manufacturer narrative:
This report is for an unknown quantity of unknown 3.5 mm/2.7 mm cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery for a distal tibia fracture on (B)(6) 2014 and was implanted with one (1) distal medal tibia plate, a combination of ten (10) 3.5 mm and 2.7 mm cortex screws. It is unknown which quantity of each of the cortex 3.5 mm and 2.7 mm screws was used during the implantation. The patient presented with a non-union and an unknown number of broken screws. Revision surgery was done on (B)(6) 2016. During the revision procedure the surgeon had issues removing the broken cortex screws. It was reported that fragments from the cortex screw(s) were left behind in the tibia bone. It is unknown which screw and or screw(s) generated the fragments. The unknown number of screws was known to be broken at the time the non-union was discovered. The tibia plate was easily removed with no issues. Surgeon chose to leave the fragments. Patient was revised to a 3.5 mm distal locking compression plate and screws. Surgery was completed successfully and patient is reported in stable condition. Concomitant device: 3.5 mm medial distal tibia plate 10 holes (part 223.510, lot unknown, quantity 1); 2.7 mm cortex screws (part unknown, lot unknown, quantity unknown); 3.5 mm cortex screws (part unknown, lot unknown, quantity unknown). This report is for an unknown quantity of unknown 3.5 mm/2.7 mm cortex screws. This is report 1 of 1 for com-(B)(4).